Event description:
Caller reported a malfunction on the pump with a code of "malf 3," and further identified the fault ID as 0x2095. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact to their blood glucose level. Technical support arranged to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup for insulin delivery.